Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the cord split in two places. The event occurred after an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and therefore the reported failure was not confirmed, and no new reportable malfunctions were identified. Based on the results of the investigation, the probable cause of the complaint could not be established, as the investigation findings did not lead to a clear conclusion about the cause of the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had the cord split in two places. The event occurred after an unspecified procedure. There were no reports of patient harm.